Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the competitor sheath was replaced with the manufacturer sheath, st elevation was observed. Air in the right coronary artery (rca) was discovered via right coronary artery angiography (rcag). A thrombus suction catheter was subsequently used to aspirate the air in the rca and after a few minutes, the st elevation resolved. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
There was no product returned. If information is provided in the future, a supplemental report will be issued.